Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
It was reported patient underwent a revision total knee procedure on (B)(6) 2013 due to wear of the polyethylene tibial bearing. A subsequent revision procedure was performed on (B)(6) 2013 due to infection. An irrigation and debridement was performed and the tibial bearing was removed and replaced.